Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect. The first report of the loss of therapeutic effect was on (B)(6) 2014. The patient was going to have the implantable neurostimulator (ins) removed. The patient felt like the stimulator was hurting more than helping and the ins wasn¿t helping. The healthcare provider (hcp) further reported that the patient never had pain relief with the device or a (B)(6) or greater symptom reduction. It was noted the patient did not experience a loss of stimulation. The cause of the event was determined but it was not device related. The patient had three surgeries with the ins prior to having the system removed on (B)(6). She never got any relief with it and the hcp didn¿t believe she needed it in the first place. The patient recovered without permanent impairment.